Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb45 instrument jaws would not open. Could finally remove the instrument by conversion to open procedure.